Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 597 mg/dl at the time of incident and current blood glucose level was 197 mg/dl. The customer was treated with bolus for high blood glucose. Customer reported that insulin pump had no delivery alert 4 times within a day. Customer stated insulin exits out of the infusion set during the fill cannula. The device will not be returned for analysis.